Event description:
Complaint states: plastic component is completely eroded by wear so that the femoral head has contacted the interior side of metal component. No pt info; no event date; no implant date provided. No part number identification provided. Paperwork states that it is a depuy mfg product back in the mid 1980's.